Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform 60 stapler instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted small bowel resection, appendectomy, cholecystectomy surgical procedure, the sureform 60 stapler instrument jaws would not open. The procedure was completed with no reported injury.